Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were using single seems technique during skin closure in an open gynecology procedure; the needle got separated from the sutures. They were able to use an additional new suture without issue. They also noted that all sutures had the same lot number. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty nine representative samples of a device. The visual inspection and functional evaluation of the returned samples had acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.